Manufacturer narrative:
The device was returned for analysis. During visual inspection the kink in the sheath and imaging window assembly were noted. The hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. An ic windup began 30cm from the distal end of the connector shaft and 80cm from the distal end of the tip. Microscopic inspection revealed imaging window was twist and the core image of the section was wind up. Impedance testing showed an electrical open at the proximal wave form.

Event description:
Reportable based on device analysis completed on 26aug2024 it was reported that visualization issues occurred. The target lesion was located in the lower extremity artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the first opticross had imaging issues it was noticed that classic rf interference artifact. The device was removed, and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed the imaging window twisted.